Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset that was indicated to be a "no reason" reset. It was noted that the patient was receiving multiple shocks for ventricular fibrillation (vf) at the time of the reset. The ICD remained in use for a few weeks post the reset and then was explanted and replaced due to normal elective replacement indicator (eri). It was further reported that there was a possible insulation breach in the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.